Manufacturer narrative:
(B)(4). G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 183440 vngd cr tib brg 10x71/75 lot# 264850; 141205 biomet tibial locking bar lot# 65724514.

Event description:
It was reported the patient underwent revision for patella disease(pain). To date no additional information or product has been received.

Event description:
It was reported that the patient underwent a revision procedure due to patella disease(pain near the kneecap) due to progression of arthritis. The patella was resurfacced and the articular surface was exchanged as a best practice. No additional information avaiable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10   disease progression of osteoarthritis can continue in native bone structures as a patient continues to ages. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patient's risk for progressive osteoarthritis. Additionally, females have an inherent risk. Patients with disease progression of osteoarthritis in the affected joint develop knee pain and decrease in joint flexibility. As osteoarthritis progresses a loss of cartilage in the previously unaffected area of the knee has deteriorated to a point in which the patient and doctor may elect to take an approach to surgically repair defected area. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.